Manufacturer narrative:
Correction: in previously submitted MDR, sections was incorrectly referenced as the medical device expiration date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date.

Event description:
It was reported that bd¿ sharps collector 3.3 qt red had the white lid that was tilted and removed.

Event description:
It was reported that bd¿ sharps collector 3.3 qt red had the white lid that was tilted and removed.

Manufacturer narrative:
Investigation summary: bd received a box and a lid. Some scars were found in both box and lid, but no obvious damage or deformation found. Non-conformity: cap was tilted and removed from bottle. Requirement(s): lid should be fully attached to bottle and not removed. Reviewed complaint / pictures with all personal also reviewed DHR. Product started up while reviewing complaint. Increased aql while running and all caps were fully attached to base.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd¿ sharps collector 3.3 qt red had the white lid that was tilted and removed.